Manufacturer narrative:
Product event summary: the partial lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
Further information was obtained, which indicated the lead also exhibited a lead fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dtba1d4, implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing of noise, sensing integrity counter (sic) and non-sustained ventricular tachycardia episodes. It was noted the noise was reproducible when the patient did push-ups and there was a suspected clavicle crush on the lead. The rv lead was explanted and replaced, and during the revision procedure, it was decided to also replace the generator because the physician could not turn off the patient alert; after the physician implanted and began closing the pocket for the new cardiac resynchronization therapy defibrillator (crt-d), the temperature warning and gray longevity bar were observed. The physician stopped closing the pocket and explanted and replaced the ICD. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.